Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm) during atrial tachycardia/atrial fibrillation (at/af). Far field r-wave (ffrw) oversensing was also observed. A mode switched was noted to have occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.